Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, granuloma, rupture (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 355cc mentor memoryshape breast implants experienced benign thyroid tumor, unspecified symptoms, bilateral granuloma and bilateral rupture post procedure. Patient experienced a thyroidectomy (half of the thyroid was removed) due to a tumor and that she was informed that no cancer could be found in the tumor but pathology found granuloma and confirmed silicone has been found in multiple areas of the body accompanied by enlarged lymph nodes. As a result, patient has a planned explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.